Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead triggered two alerts for low impedance. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.